Event description:
Customer reported that insulin drips were not coming out. Customer also mentioned having high blood glucose readings. Customer's blood glucose reading at the time of the call was 65 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.